Event description:
The customer reported that she experienced high blood glucose of up to 498 mg/dl and symptoms including dementia, frequent urination and sweat. The customer treated both with the insulin pump and manual injection. The customer stated she was a new user of the insulin pump. Troubleshooting was performed and it was found that a check settings alarm occurred during the customer's first rewind. The customer stated that she was keeping the insulin pump in her bra and there was too much heat. She was advised to avoid moisture with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.